Manufacturer narrative:
Concomitant medical products: product ID: a610, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual. It was reported that the patient had a return of symptoms. When the rep interrogated, the patient's stimulation was off. The rep tried to see how long stimulation was off for but got error message 0x7f3840f9 when accessing the report. The impedances were normal. The rep stated she attempted to obtain the report several times. When she accessed the usage screen, she was only able to see the date. The rep will follow-up with the patient's healthcare professional. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient was in off state, but also suffering another medical condition. It was difficult to tell. They were unable to determine why the ins turned off. It was more difficult to narrow down as data wiped when software error occurred. Unknown reason why error occurred on tablet. Actions/interventions included turning stimulation on. Error was on the physician programmer and it was an unknown reason why error occurred or how to prevent it from happening again. The patient turned stim on so yes the issue was resolved. They hope the error code will not reoccur but it occurred multiple times when trying to review usage and reports. The issue was confirmed with the physician.